Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis and closure report.

Event description:
Reportedly, when interrogating the pacemaker during an in-clinic follow-up, the lights of the inductive head lighted and the screen of the programmer froze and could not display any value. The physician removed the battery of the tablet and retried, which led to the same issue and no light on the inductive head. Another programmer and inductive head were tested, but no interrogation could be performed. The patient is not dependent on pacing and has atrial fibrillation.

Manufacturer narrative:
The pacemaker was explanted on (B)(6) 2022.

Event description:
Reportedly, when interrogating the pacemaker during an in-clinic follow-up, the lights of the inductive head lighted and the screen of the programmer froze and could not display any value. The physician removed the battery of the tablet and retried, which led to the same issue and no light on the inductive head. Another programmer and inductive head were tested, but no interrogation could be performed. The patient is not dependent on pacing and has atrial fibrillation. The pacemaker was explanted on (B)(6)2022.

Manufacturer narrative:
Corrected.

Event description:
Reportedly, when interrogating the pacemaker during an in-clinic follow-up, the lights of the inductive head lighted and the screen of the programmer froze and could not display any value. The physician removed the battery of the tablet and retried, which led to the same issue and no light on the inductive head. Another programmer and inductive head were tested, but no interrogation could be performed. The patient is not dependent on pacing and has atrial fibrillation. The pacemaker was explanted on (B)(6) 2022.

Event description:
Reportedly, when interrogating the pacemaker during an in-clinic follow-up, the lights of the inductive head lighted and the screen of the programmer froze and could not display any value. The physician removed the battery of the tablet and retried, which led to the same issue and no light on the inductive head. Another programmer and inductive head were tested, but no interrogation could be performed. The patient is not dependent on pacing and has atrial fibrillation. The pacemaker was explanted on (B)(6)2022.